Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 60 year old male patient presenting with cardiomyopathy for impella support. During support, a hematoma formed around the access site/graft region. As treatment, a blood transfusion was administered.